Event description:
(B) (6). As reported to coloplast, a patient experienced leakage in the testicular implant.

Manufacturer narrative:
Evaluation results are pending. A follow-up report will be filed.